Event description:
Per dealer the door seal is leaking. No further information provided, unit is in a facility.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.